Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's ac power port was broken, and the ac cable was pushed inside the device. There was no evidence of exposed wires. The device's ac connector cable kit needs to be replaced to address the issue. Additionally, the device's real time clock was found to be offset, and the device's error logs were unable to be obtained. These issues would not affect the device's ability to deliver therapy as designed. No components were replaced. The device was scrapped.